Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the aspiration failed during surgery. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used fluid management system was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The drain bag tape was adhered on the cassette properly. The sample was then tested on a calibrated console. The cassette sample could be recognized by the console. The sample primed and tuned successfully and the service data could be retrieved. Maximum vacuum reached to 701 mmhg. The irrigation and aspiration flow rates were measured and were within specification. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. No anomalies were observed during evaluation. The root cause of the customer's complaint could not be established as the device was found to be conforming to specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).